Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that he has observed myopic shifts in patients' eyes following combination cataract surgery with glaucoma stent implantation procedures. The surgeon noted that for such combination surgery cases it was not easy to calculate them with foresight. The reporter did not wish to provide additional information. The exact number of patients involved is unknown.

Manufacturer narrative:
A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. There is no information regarding the cataract surgery/stent implantation procedure, and no information regarding postoperative findings or use of concomitant medications that may affect refractive outcome. There is no indication of stent failure. Possible root cause is that anterior chamber shallowing and/or ciliary body edema, which may affect iol positioning, are known risks associated with stent use, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).